Event description:
It was reported bladder neck suspension procedure utilizing a protegen sling was performed without incident in 9/97. Reportedly sometime post procedure the pt underwent removal of both bone anchors and the sling material due to an infection. The pt's conditions presently is okay. Co's dfu's outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities, tissue necrosis and tissue erosion." Co's f/u did not indicate pt risk factors. Risk factors such as obesity, diabetes, and pts who are immunocompromised can predispose the pelvis to infection. "Surgical trauma and impaired vascular circulation can injure periosteal integrity of the symphysis pelvis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone." "Osteomyelitis of the pubis: complication of a stamey urethrhopexy. "The journal of urology, vol 151 (junne 1994), pp 1638-1640).